Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited crosstalk resulting in non sustained right ventricular oversensing episodes. The crosstalk was also inhibiting pacing although the patient still had an underlying rate that was preventing symptoms. Programming change was made. There were no patient symptoms reported.

Event description:
New information received notes that previous recommended programming change was not made. Other programming options were discussed.

Manufacturer narrative:
Event date should be blank.

Event description:
New information received notes that the device exhibited frequent nonsustained rv oversensing which was crosstalked via merlin.net. The issue started spontaneously around one year ago. No programming changes were made. The patient was stable and will continue to be monitored.